Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to a shorted d4 diode in ECG "a". The root cause for the shorted diode was unable to be positively identified. There was no death or adverse event associated with the belt malfunction.

Event description:
03/21/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 11/01/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll to report that a patient's device was producing "adjust belt" messages.